Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The device is recommended to be replaced. D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow was caused by a faulty flow control valve. There was no patient involvement.